Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was multifactorial and there was no issue with the unit itself. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an infection at the ins. The hcp stated that the patient had a fall a few days after implant and fell back onto the ins pocket site. The hcp mentioned that the patient showed mild cellulitis 1-2 weeks post implant and then it looked bruised and it wasn't resolving so they explanted the entire system. It was also reported that they were making use of antibiotics to try to treat the infection. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.